Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of the video connector socket due to user handling. As stated in the instructions for use, as a preventive measure, "when an endoscope, video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty video connector, causing a b30 error and no image when tested with an olympus enf-vh scope.

Event description:
A user facility reported to olympus that the error b30 was generated and no image was produced. The problem, as reported to olympus, was found during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.